Manufacturer narrative:
Additional information was received confirming that there was no loss of ventilation during patient use and therefore, no reportable malfunction. The battery was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit lost battery power after 1 minute when unplugged during pre-use checkout. There was no patient involvement.